Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was unable to push insulin into multiple cartridges due to resistance. Reportedly, the user "felt" that the needles were blunted. The user's blood glucose level ranged from 96 mg/dl to 107 mg/dl. The user successfully filled a cartridge and resumed insulin delivery.